Event description:
The initial reporter complained of discrepant tsh results on a cobas e 411 analyzer (rack system). The initial result was 0.008 uiu/ml. The repeat result was 0.595 uiu/ml.

Manufacturer narrative:
The tsh reagent lot number and expiration date were not provided. The field service engineer (fse) adjusted the sample/reagent probe, the sipper probe, and the bead paddle mixer. A system check and qc results were acceptable, the investigation determined the event was due to a bead paddle mixer adjustment issue. The service actions resolved the issue.